Event description:
The patient stated that her infusion set broke at the tubing/luer lock connection, on 10/24/2006, and caused her blood glucose to rise to 410 mg/dl. She noticed that the tubing had partially separated and insulin was leaking out. She stated she gave herself an insulin injection to lower her blood glucose back to normal around 110 mg/dl and she then changed her infusion set. She did not retain the infusion set to return for evaluation. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned.

Manufacturer narrative:
H6: no product will be returned for evaluation.